Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 243 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing confirmed that the sensor was chemically underperforming in all sensing areas. The data management system (dms) alert history showed that all sensing areas were retired due to chemical degradation caused by oxidation of the glucose indicator in the sensor hydrogel. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 26 oct 2025. G3. Date received by the manufacturer? 26 oct 2025. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.